Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the setscrews on this pacemaker could not be loosened despite the use of different wrenches and various troubleshooting techniques. The associated leads were cut and surgically abandoned and this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely upon receipt. Induced damage was noted on two of the setscrews due to the wrench being inserted at an angle into the hexslots. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Although the setscrews operated normally upon receipt it is possible that the silicone to silicone bonding between the header seal rings and the associated lead seal rings may have contributed to the difficulty removing the leads from the header.